Event description:
Heath care professional (hcp) reported a patient (pt) was receiving hemodialysis on the baxter sps 1550 when the telemetry staff noted a run of atrial fibrillation on the cardiac monitor. (Hcp stated cardiac arrhythmias are very common with this patient.) The physician ordered the hemodialysis treatment to be stopped. Hcp administered digoxin IV as prescribed and the patient converted back to a normal rhythm. The physician insisted a dialysate sample be tested for electrolyte levels. In addition he wanted the device checked and a stat EKG. The rn reported the pateint did not exhibit any adverse signs or symptoms during the atrial filbrillation. Hcp reported there were no alarms on the sps 1550 device. Vital signs (vs) pre treatment were: blood pressure (bp): 136/65, heart rate (hr):102, temperature: 98.8. Vs post treatment: bp: 121/45, hr: 79, temp: 98.8. Blood flow rate: 400 ml/minute, dialysate flow rate: 600 ml/minute, 4 hour treatment, actual treatment time: 1 hour 5 minutes.